Event description:
11/24/99 baxter fenwal was notified of a donor's complaint of lower back pain and dark urine 2 & 1/2 hrs after donation. The following is a description of the plasmapheresis procedure: customer's info provided to baxter indicated that there were no issues reported during the set-up, installation, or prime sequences of the procedure. Customer reported that a hb detect alarm occurred during this procedure. Efforts were made to clear the line, however info provided is unclear as to whether the following attempt occurred between the two reported hb detect alarms or after the second hb detect alarm. Customer stated that approx 250ml of plasma had been collected and customer indicated that the plasma was clear. Customer stated that a kink was noticed near the lower tube guide on the concentrated cell line tubing and that the kink was not remarkable enough to stop the procedure. Procedure was continued with a second hb detect alarm occurring. Customer communicated to baxter that approx 30 to 50cc of red blood cells had been reinfused to the donor prior to discontinuing the procedure. The donor was disconnected and left the facility in good condition without issue.